Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the device was positioned in preparation for a patient case. The procedure was completed normally after service personnel reattached the cover before proceeding. It was reported to philips that the c-arm rear cover was damaged. Upon troubleshooting, the field service engineer (fse) checked the system onsite and found that the cover set had a broken screw hole on the head end of the carriage cover of the c-arm carriage assembly. On further troubleshooting, the fse found that while positioning the c-arm the rear cover popped, one attachment point broke and the cover sagged; service reattached it before the case continued. The fse found no clear cause, possible loose screw or prior impact and temporarily reattached and repeatedly tested full range of motion. To resolve the issue, the fse replaced both covers of the carriage assembly and moved the flex arm through the full range of movement. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that rear cover for the c-arm carriage was broken and sagged on that position. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.